Event description:
It was reported that a patient originally had two leads on either side of her back, two at the top and two at the bottom. The reporter stated that the bottom right lead cracked and had to be replaced. It was noted that ¿the pain was terrible¿ when the lead cracked. It was reported that the lead cracked toward the end of last year, and when the patient would go to bed and turn a certain way there was terrible pain and the patient couldn¿t see, breathe, or talk. The reporter stated that when the patient moved it released the pressure from the nerve and the pain went away. It was noted that it did not bother her during the day, only at night and when she would turn a certain way.

Manufacturer narrative:
Product ID:3889-28 lot# v140956, implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).